Event description:
Additional information reports that the patient was receiving effective therapy with the new stimulator.

Event description:
It was reported that the patient had a gradual loss of therapeutic effect and experienced a shocking or jolting sensation. Impedance testing was performed, but the results were not reported. The implantable neurostimulator (ins) was replaced and the battery depletion was reported to be normal. It had not yet occurred, but the patient was to be programmed off of her current settings. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Analysis on stimulator serial number (B)(4) found functionally okay and insignificant anomalies. The device functioned properly throughout the duration of the test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 3031a, serial # (B)(4), product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3889-28, lot # v001996, implanted: (B)(6) 2006, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.